Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that after insertion, the intra-aortic balloon (iab) migrated significantly. It was also noted that the iab was kinked. A new iab was inserted to the proper position using a 0.018-inch guidewire. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted . This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. Complaint record ID # (B)(4).